Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00317. The patient's (australia) therapy system includes two percutaneous leads from different lots. It was reported the patient is experiencing pain and discomfort in her back regardless of stimulation use. In addition, a lump is reportedly present in the patient's back. The patient has been referred to the implanting physician for further assessment. X-rays have been ordered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.